Event description:
The facility reported a colleague infusion pump with an 808:02 failure code. It is unknown when this event occurred; however, this event occurred during biomed servicing. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 808:02 was confirmed in the pump's event history by a baxter service technician. The condition was not reproduced. The root cause of this condition was assigned to a defective pump head module. The pump head module assembly was replaced to correct this condition. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.